Event description:
The distributor reported to cardiac science, the manufacturer, that the responder 2000 unit and internal paddle cable (spoon) was used during an open heart surgery. The first shock was delivered, but the unit failed to deliver a second shock. The internal paddle (spoon) had to continuously stay in contact with heart; otherwise, the process charge/discharge would not work. The solution was to turn the unit off and then on to apply the shock. The physician was able to revive the patient.

Manufacturer narrative:
Failure analysis is in process and results will be provided in the follow-up reports.